Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient returned in-clinic a day after implant, the right ventricular lead was found to be dislodged. The patient also had an episode of ventricular fibrillation of unknown origin. The lead was explanted and replaced successfully. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.